Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal pump use noted in the pump history. The pump was exercised for 29 hours with no insulin delivery issues. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. There was evidence of corrosion inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
The reporter claimed that the patient's blood glucose was elevated to 500 mg/dl with symptoms of moderate ketones. The patient was able to manage his diabetes with a combination of insulin via syringe and the animas pump. The patient's 500 mg/dl reading was lowered to 60 mg/dl with syringe insulin. Another hyperglycemic episode occurred two days later. The patient's blood glucose elevated to 440 mg/dl with trace ketones. There were no reported symptoms or medical intervention that would suggest a serious injury at the time of concern. During the troubleshooting session, the animas healthcare representation concluded the animas pump is working accordingly as the patient denies bent or kinked cannulas. The basal and bolus insulin dose were correctly administered. This complaint is being reported because the patient reportedly has hyperglycemic episodes while managing his/her diabetes with the animas product.